Event description:
The patient reported programming an incorrect bolus amount and being unable to cancel due to unresponsive buttons. The patient disconnected from the pump. The patient reported having problems with the buttons being unresponsive for approximately 1 month before the event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that all buttons on the keypad were intermittently responding to button presses. Evaluation revealed moisture and adhesive underneath the contacts of each of the buttons.